Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic procedure, the device did not fire. The surgeon was unable to press the green button. Another device was used to resolve the issue in order to complete the case. There was no patient injury.